Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's usb charger cable was damaged with exposed wires, and the customer experienced difficulty charging the pump with the wall adapter. A replacement usb cable and wall adapter was sent to the customer to resolve the issue. There was no reported adverse effect to customer's blood glucose level.